Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). The following information was requested: - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - please provide the product code and lot number for the products used in other procedures: - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Additional information was requested, the following was obtained: on the (B)(6) 2022, had trouble in my cat spay with vicryl plus 3-0, the suture material snapped twice doing the ligature knot. The first time when was ligating the right ovary and the second one when I was ligating the cervix which teared. Tightening ligatures ¿ cat spay ovarian vessel. Multiple times august/september. Cant give exact numbers. For me there is 2 event of the suture breakage. It occurs during cat spay on both events, when I was ligating the ovarian vessels. On the newer batch of the vicryl plus, not sure whether I am being conscious about the breakage, I tend to use lesser strength hence no more breakage. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Related report: 2210968-2022-07517.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date in 2022 and suture was used. The suture broke while being used under tension and tying the ligature. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4) investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that four packets that pertain to product code vcp442h were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the four packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. This product code contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.